Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received and there was a delay in charging the battery. Customer did not change the power adaptor and after charging for 30 minutes, the pump battery was successfully charged. Blood glucose was 112 mg/dl.